Event description:
It was reported that the patient had syncope following oversensing of external interference and was hospitalized. Abbott technical support was contacted and found the device functioned as appropriate and recommended reprogramming, which was performed to resolve the event. The source of external interference was unknown. The patient was discharged and was in stable condition.

Manufacturer narrative:
Additional information was requested but was not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had syncope following oversensing of external interference and was hospitalized. Abbott technical support was contacted and found the device functioned as appropriate and recommended reprogramming to resolve the event. The source of external interference is unknown. The patient is pacemaker dependent and reprogramming is anticipated.